Event description:
The casters (wheel) locking mechanism break easily due to being plastic. Once these break the chair is unable to be in a stationary mode and will move during attempts to sit or rise into/from the chair posing a fall risk. Additionally, the foot rest is only able to fully be retracted (parked) if the wheels are aligned perfectly forward. Need to have the footrest fully "parked" prior to entry/exit of the chair for patient safety or patients have been known to cut their ankles, also causes staff to use force lending to staff injury, patient injury and tearing of the footrest fabric requiring repeated repair. Reclining is weight based and shifting in chair can cause the chair to unexpectedly snap into upright position, staff are using other chairs to prop the foot rest on to assure that this cannot happen to avoid patient harm.